Manufacturer narrative:
Investigation results: visual inspection confirmed that the cold silicone jaw boot was torn. Upon reassembly, the torn piece matched and found a complete assembly. Further investigation discovered that no adhesive was present on the curved metal jaw assembly, proximal portion of silicone jaw boot. The reported complaint is confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the plastic sheath on the tissue welder's jaws started peeling away/separating from the jaw while in the pts leg. The piece did not fall off in the leg and did not require retrieval. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.